Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a ¿pairing failed¿ alert on the ilet while using a dexcom g7, yet glucose readings continued to display on both the g7 app and the ilet; the event is consistent with an intermittent communication failure that resolved without intervention. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user or third party. Investigation of this case revealed no device malfunction, with the event consistent with a transient pairing or communication notification without loss of glucose data or therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user notification behavior due to transient communication conditions which resolved on its own.